Event description:
The customer reported the surgeon was cutting a piece of a fibroid tissue off for lab testing during an lsh. At this time, pieces of the blue colored jaw started to fall off. The pieces of the blue jaw were on the fibroid tissue and were removed. The forcetriad was set at 35 watts and the monopolar button was pressed for a total of approx 1 min 30 seconds. There was no ill effect to the pt.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.